Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report a flagged aptt (activated partial thromboplastin time) result obtained on a patient sample on cs-2500 instrument. Based on the review of information provided, no clot formation took place within the whole measurement time even up to 360 sec. The drift of the baseline is unspecific. The sample was correctly flagged. Quality controls (qcs) recovered within ranges on the day of the event. The flagged result could be caused by ldl in combination with a high crp or propofol treatment. The customer is operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported a flagged aptt (activated partial thromboplastin time) result obtained on a patient sample on cs-2500 instrument. The flagged result was reported to the physician. The physician questioned the patient result, and the laboratory repeated the measurement on an alternate instrument. The repeat result was longer than the erroneous reported result. The repeat result was reported, as the correct result, to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneous reported aptt result.